Manufacturer narrative:
Additional information was requested and the following was obtained: how did they apply the powder? Reusable laparoscopic cannula surgery was never done .how exactly did the surgicel powder cause the obstruction? As mentioned, was never definitively attributed to powder but strong inference due to first time use and only bowel obstruction surgeon has had. What procedure was performed to relieve the obstruction? Naso gastric tube why does the surgeon think that the surgicel powder caused the obstruction? Only thing she changed was going from arista to powder

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: procedure name robotic total laparoscopic hysterectomy. Is there any alleged deficiency of surgicel powder? Does the surgeon believe that the post op issue is related to the powder. If so, why? No deficiency... This was the first case the surgeon used powder. Patient presented with abdominal pain 11 days post op and was admitted by a general surgeon. Hospitalized for 16 days, no surgery, and symptoms passed. Was never definitively attributed to powder but strong inference due to first use and only bowel obstruction surgeon has had. Initial procedure date aprox 4 weeks ago. What in the surgeons opinion was the cause of the bowel obstruction? Powder. Who was the patient ? Was the patient adult or child? Adult . Date that it was noticed that patient had a bowel obstruction? Post op day 11. Please indicate what medical or surgical intervention was performed? Ng tube and resolved. Why was the surgicel powder used during the initial procedure? Broad surface oozing. How much powder was used? Unsure. Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? Unsure. Where exactly was the surgicel powder used? Pelvic sidewall at uterine pedicles. What are the patient¿s demographics? (Age or dob, bmi, past medical history) healthy female, no comorbidities. What is the lot number of product used?unknown. What is the patient¿s current status? Doing fine... Back to normal. What is the surgeon¿s etiology of the event?

Event description:
It was reported that a female patient underwent a laproscopic hysterectomy procedure on an unknown date in (B)(6) 2018 and absorbable hemostat device was used. The absorbable hemostat device was used on the pelvic sidewall at uterine pedicles for broad surface oozing. There was no deficiency noted with the absorbable hemostat device during use. The patient presented eleven days post op with abdominal pain and was admitted by a general surgeon.the patient had an ng tube inserted. The patient was hospitalized for sixteen days with no surgery and symptoms passed and the issue resolved. The surgeon opines that the cause of the bowel obstruction was the absorbable hemostat device. Additional information has been requested.